Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had bubbles in it and would intermittently show a dark screen. Additionally, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly this issue persisted despite the attempt of multiple usb cables and power sources. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.